Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2022, the screw would not advance once it had passed a short way through the nail. There were also metal filings on the reamer which caused concern that it was metal on metal preventing the advancement of the screw. The screw was removed and the set screw was backed out to rest against the connecting screw and the tap was used. The screw was then inserted more easily. The nailing procedure was prophylactic due to cancer. The procedure was completed after a twenty (20) minute delay. The patient was reported as good. This report involves one (1)tfna fenestrated screw 95mm - sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hsb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date: (B)(6) 2022. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument; manufacturing date: 09-mar-2022; expiration date: 01-feb-2032 (sterile); lot quantity: (B)(4). Note: component part manufactured by elmira; lot numbers 664p572 qty 48 / 664p568 qty 48. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21910 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: a manufacturing record evaluation was performed on part number: 04.038.195s, tfna fenestrated screw 95mm - lot number: 689p284. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.